Event description:
It was reported that the procedure was to treat moderately calcified, mildly tortuous, 60% stenosed lesion in left anterior descending artery (lad) with a diamondback 360 precision coronary orbital atherectomy device (oad). Following 5 low-speed treatments, oad removal was attempted on glideassist; however, while the physician was removing the oad the viperwire advance periphearl guide wire suddenly pulled back into the oad. The oad was turned off and while trying to separate the viperwire and oad, the spring tip separated from the viperwire core. The spring tip seemed to be welded to the driveshaft. The oad and the viperwire were removed and the spring tip was successfully snared without further complications. The physician believes the scrub technician accidentally caused the viperwire to suddenly pull back into the oad driveshaft. There were no adverse patient effects. The physician has no concerns about potential long-term risk outcomes. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.